Manufacturer narrative:
This serves as a correction report. (Brand name) was incorrectly documented in the initial MDR 30 day report. Brand name has been updated. (Meter serial number) was also missing from the initial report and has been updated.

Event description:
A customer reported a high reading issue with the use of the adc freestyle libre meter. On an unspecified date, a customer reported that she received a reading of 139 mg/dl on her adc blood glucose meter compared to an hcp meter. Customer further reported experiencing hypoglycemia symptoms described as ¿shaking and seizure¿ and was unable to self-treat. The paramedics were called and upon their arrival, a reading of 41 mg/dl was obtained on their device and customer was given ¿glucose gel and IV¿ and reading raised to 180 mg/dl after the glucose gel and IV treatment. The customer was diagnosed with hypoglycemia at the hospital and no further treatment was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: section d-4 (serial number) has been updated based on the investigation. No product has been returned and the provided serial was deemed invalid. The no product investigation has been performed on valid serial number of (B)(4). Extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle test strips was reviewed. The dhrs showed the freestyle strips passed all tests prior to release. The dhrs for the freestyle lite meter was review. The dhrs showed the freestyle lite meter passed all tests prior to release. Retain testing was performed for freestyle strips and all units performed in the specification and passed. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
A customer reported a high reading issue with the use of the adc freestyle libre meter. On an unspecified date, a customer reported that she received a reading of 139 mg/dl on her adc blood glucose meter compared to an hcp meter. Customer further reported experiencing hypoglycemia symptoms described as ¿shaking and seizure¿ and was unable to self-treat. The paramedics were called and upon their arrival, a reading of 41 mg/dl was obtained on their device and customer was given ¿glucose gel and IV¿ and reading raised to 180 mg/dl after the glucose gel and IV treatment. The customer was diagnosed with hypoglycemia at the hospital and no further treatment was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a high reading issue with the use of the adc freestyle libre meter. On an unspecified date, a customer reported that she received a reading of 139 mg/dl on her adc blood glucose meter compared to an hcp meter. Customer further reported experiencing hypoglycemia symptoms described as ¿shaking and seizure¿ and was unable to self-treat. The paramedics were called and upon their arrival, a reading of 41 mg/dl was obtained on their device and customer was given ¿glucose gel and IV¿ and reading raised to 180 mg/dl after the glucose gel and IV treatment. The customer was diagnosed with hypoglycemia at the hospital and no further treatment was required. There was no report of death or permanent injury associated with this event.